Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented for a lead revision due to intermittent loss of capture. Prior to procedure, it was noted via an x-ray that the lead had moved from its original positioned. The lead was replaced and patient was stable post-procedure.